Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting loss of capture. An invasive procedure to analyze the system found that the bipolar lead, model 4261 had dislodged. The lead was repositioned and remains implanted. During the invasive procedure, the physician indicated he had problems 'unscrewing the lead from the connector block and retightening it'. The physician elected to explant the ipg.